Event description:
Reference number (b)(40 event occurred in the united states. It was reported that the patient faced infusion flow blocked at site on 28-july -2024. No further information available .